Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited noise and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 9.7 cm to 10.2 cm from the connector pin, due to friction with device can. The proximal coil was exposed in the same area. Compressed proximal coil were noted at 37.8cm to 38.0 cm from the connector pin.